Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified due to damaged usb pins. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change errors messages occurred during the load process. The customer's blood glucose was 314 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.